Event description:
The consumer stated the legs will spread on its own. No injury or property damage has been reported.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.